Event description:
Customer reported back to back readings obtained on fasttake meter within 10 mins of each other were 364 and 121 mg/dl, a 89% difference. No symptoms were experienced at time of variation. Control solution test reading was in range. There was no allegation of harm.